Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side mammogram indicated rupture.

Event description:
Left-side mammogram indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and moderate yellowing. The device was unable to be weighed. Upon device inspection, explant received in 4 pieces. Upon optical inspection, this explant was received ruptured and submitted for optical analysis. An unknown cause was identified. The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.